Event description:
The customer contacted stryker to report that their device will not complete boot-up cycle during power up. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. The device archived by stryker and the customer received a replacement device. The cause of the reported issue could not be determined.